Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the setting for basal rates on his insulin pump were changed without his input. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a hospitalization or serious injury. Upon checking the alarm history of the insulin pump, the customer stated that he had received the no delivery alarm while changing the infusion set. The customer stated that he had inserted the wrong reservoir in the insulin pump. The customer was advised that his insulin pump would be replaced per customer's request. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.